Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so; the malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if the issue recurred, which the caller acknowledged and understood.